Event description:
A pt reported in a comparison between surestep meter and a healthcare provider meter, the pt blood glucose reading for the surestep was 197mg/dl versus 157mg/dl for the healthcare provider meter. The healthcare provider meter is of unk brand. No symptoms were reported. Lfs rep discovered meter code (10) did not match test strip code (8). Qc procedures and meter/lab comparisons were reviewed. No allegations of harm have been made.